Event description:
This pt developed a fever (104 degrees farenheit) the morning after their (2) cypher stent implants and remained hospitalized for several days. Several doses of IV antibiotics were administered. Blood cultures resulted (-) negative and an infectious disease physician was consulted. However, the pt remained febrile (101 degrees farenhit) despite another course of antibiotics (augmentin). Pt was rehospitalized to evaluate etiology of the fever. This product is not available for testing and evaluation. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2005-01750.